Event description:
It was reported that "a bilateral ureteroscopy procedure was done. During the pre-disinfection of the instruments, it was noted that the tip of the albarran lever was missing, even though it is non-removable. After searching for the tip inside the patient using fluoroscopy, it was located within the patient. The patient was brought back to the operating room the same evening for removal of the tip, but in a different surgical suite".

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Correction is provided in section d2b. The event is filed under internal karl storz complaint ID: (B)(4).